Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain and incontinence outcome was unknown. The reporter considered fallopian tube perforation, incontinence and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). The patient was treated with surgery (bilateral salpingectomy, hysterctomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain and incontinence outcome was unknown. The reporter considered fallopian tube perforation, incontinence and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received- new event fallopian tube perforation, pelvic pain and incontinence were added. Reporter information was added. Removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.